Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. The 1.25mm rotapro and 1.50mm rotalink burr were selected to be used for coronary angiography plus atherectomy. The 1.25mm rotapro advancer was connected to 1.50mm rotalink burr then advanced over the wire. The 1.25mm burr was never used. During procedure, there was resistance at the lesion and the rotation speed was unstable. The increased speed put resistance on the plastic sheath, burnt through the sheath and the plastic outer sheath on the shaft was broke. The burr and the rotawire were removed together as one unit from the patient. There was no impact to the patient and the procedure was successfully completed with this device. The patient's status post procedure was stable.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. The 1.25mm rotapro and 1.50mm rotalink burr were selected to be used for coronary angiography plus atherectomy. The 1.25mm rotapro advancer was connected to 1.50mm rotalink burr then advanced over the wire. The 1.25mm burr was never used. During procedure, there was resistance at the lesion and the rotation speed was unstable. The increased speed put resistance on the plastic sheath, burnt through the sheath and the plastic outer sheath on the shaft was broke. The burr and the rotawire were removed together as one unit from the patient. There was no impact to the patient and the procedure was successfully completed with this device. The patient's status post procedure was stable. It was further reported that the outer plastic sheath was detached and the drive shaft was not broken.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotalink burr catheter. The handshake connection, housing, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device found that sheath had been torn at 24.5cm from the distal end of the strain relief. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. Functional testing was performed using the returned rotapro advancer. When the returned rotapro advancer was connected to the rotapro console control system and the foot pedal was pressed, the device was able to rotate but was not able to reach optimal rpm. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. The 1.25mm rotapro and 1.50mm rotalink burr were selected to be used for coronary angiography plus atherectomy. The 1.25mm rotapro advancer was connected to 1.50mm rotalink burr then advanced over the wire. The 1.25mm burr was never used. During procedure, there was resistance at the lesion and the rotation speed was unstable. The increased speed put resistance on the plastic sheath, burnt through the sheath and the plastic outer sheath on the shaft was broke. The burr and the rotawire were removed together as one unit from the patient. There was no impact to the patient and the procedure was successfully completed with this device. The patient's status post procedure was stable. It was further reported that the outer plastic sheath was detached and the drive shaft was not broken.